Manufacturer narrative:
The customer explained that the patient sat on the side of the bed and raised the backrest section of the bed to get his cane. The patient with the cane in hand was trying to lower the backrest but the bed did not respond. When the staff attempted to figure what was wrong with the bed, the backrest abruptly lowered. The bed was picked up from the customer and inspected. The mounting point for the backrest damper (pn 788.984) was sheared off. Analysis of collected information is ongoing to provide the final conclusions.

Event description:
The customer staff reported that the backrest section of citadel plus bed frame lowered without any command given. The issue occurred at time of use the bed by a patient. No injury was reported.

Event description:
An unintended sudden lowering of the backrest section of the citadel plus bed frame was claimed by the customer. The issue occurred at time of use the bed by a patient. No injury was reported.

Manufacturer narrative:
An unintended sudden lowering of the backrest section of the citadel plus bed frame was claimed by the customer. The issue occurred at time of use the bed by a patient. No injury was reported. The customer explained that the patient sat on the side of the bed and raised the backrest section of the bed to get his cane. The patient with the cane in the hand was trying to lower the backrest but the bed did not respond. When the staff attempted to figure what was wrong with the bed, the backrest abruptly lowered. It is unknown if any buttons on the control panels or mechanical CPR function were activated that time. The bed was picked up from the customer. The control panel displayed aes (anti-entrapment) alarm. It means that when the bed deck was lowering, the bed sensed an obstacle under the bed and the bed stopped lowering movement and lifted the deck slightly to allow the obstruction to be removed. The arjo technician who inspected the bed confirmed that aes worked correctly. The bed inspection revealed also that the mounting point (eyelet) of the backrest damper (pn 788.984) was broken in two pieces. This part supports the backrest section (slows down movement) for example when mechanical CPR is activated. When no down function is activated, failure of this part will not result in any sudden backrest lowering. Based on the product knowledge, it can be concluded that the mechanical CPR was activated by the caregiver, the backrest damper damaged that time due to unknown reason and the backrest suddenly lowered as it was not supported by the backrest damper. Confirming of this hypothesis is impossible as it is unknown if any buttons on the control panels or mechanical CPR function were activated at time of event by the customer staff. Arjo device was used for the patient treatment when the event occurred and from that perspective it played a role in the event. Arjo device failed to meet its performance specification since unintended lowering of the backrest section occurred. The complaint was assessed as reportable due to allegation about sudden lowering of the backrest section although any injury was reported.